Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs on 03/15/2010 alleging that the lancing device holder was damaged. A medical surveillance specialist (mss) spoke to the patient on 03/15/2010 and obtained the following information: the patient mentioned that he was unable to test his blood glucose since (B) (6) 2010. He alleged that the lancet holder was damaged. He was using lfs lancets and has had the lancing device for a couple of years. He continued to take his set amount of insulin and oral medication on a regular basis. He was not tested on another device. On the morning of (B) (6) 2010, the patient woke up feeling dizzy, shaky, sweaty and passed out. He does not recall how soon after he regained consciousness; however, he does not feel it was that long. He immediately ate some food and felt better soon after eating. He did not seek any medical attention or contact his physician for assistance. The patient was sent a new lancing device. A normal reading for the patient is a blood glucose of 200 mg/dl and below. The complaint is being reported since the patient alleged that he was unable to test his blood glucose due to the broken lancing device, continued to take his diabetes medication and exhibited symptoms suggestive of hypoglycemia.